Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, dyspareunia, pulling sensation, urinary urgency, urinary frequency and vaginal scarring. It was reported that patient underwent mesh excision due to mesh erosion on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. On (B)(6) 2011, the patient underwent cystoscopy and noted two bladder stones adherent to the right lateral bladder wall. The patient was taken to operating room on (B)(6) 2011 and a small piece of mesh was visible on the right lateral bladder wall after stone had been removed. On (B)(6) 2011, the patient underwent removal of mesh material from bladder cystoscopically. The patient underwent cystourethroscopy and excision of foreign body on (B)(6) 2012.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection and urinary incontinence. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary tract infection and urinary incontinence.